Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
On (B)(6) 2025, the patient was taken to the emergency room (ER) by her mother due to extremely high blood glucose (bg) levels reaching 522 mg/dl, accompanied by vomiting, chills, and shakiness. At the time, the patient also had a urinary tract infection (uti), which may have contributed to the elevated bg levels. Upon arrival at the ER, the patient's bg was 125 mg/dl, which later dropped to 97 mg/dl and then to 47 mg/dl. She was treated for dehydration with saline fluids and monitored until discharge on (B)(6) 2025. The pod site showed a slightly raised area with a scab but no signs of insulin leakage or discomfort. The adhesive was secure during wear, and the cannula appeared normal upon removal. The pod was worn between 4 and 24 hours on the arm.